Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, and leak testing. However, the valve did not meet the requ irements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient had a 3 tesla mr scan on (B)(6) 2017. According to the report, following the scan, the patient worsened and ¿they suspected from the adjusted level¿ of the valve. The performance level was adjusted, but nothing had been changed in the patient's status. As a result of this, the clinic believed that the adjustment mechanism of the valve was not working properly and was broken. Therefore, the device was replaced with a new one. Reportedly, the patient's status was okay and fine after the revision and would be leaving the hospital on (B)(6) 2017.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, and leak testing. However, the valve did not meet the requ irements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.